Event description:
Journal reference: york mk, dulay m, macias a, et al. Cognitive declines following bilateral subthalamic nucleus deep brain stimulation for the treatment of parkinson's disease. J neurol neurosurg psychiatry. 2008; 79(7): 789-795. We investigated the cognitive and psychiatric outcome 6 mos after bilateral subthalamic nucleus deep brain stimulation (dbs) for the treatment of parkinson's disease (pd) using a disease control group. Twenty three pts who underwent dbs were compared with 28 medically treated pts with pd at baseline and at 6 mos for neuropsychological measures. Reportable event: trends were revealed for pts who underwent dbs to decline on the stroop word score (p, 0.05) and symbol digit modalities test oral score (p, 0.04) over 6 mos compared with the pd controls, suggesting that for pts who underwent dbs, oral info processing performance was affected following surgery.